Event description:
Craniotomy burr holes being made as part of procedure. During second burr hole drilling, the clutch mechanism failed and the perforator penetrated the dora and resulting in contusion of underlying brain.